Event description:
It was reported that this patient observed a red call doctor icon on their remote monitoring communicator. The patient stated they no longer have a phone line and was referred to receive a wireless adapter for the communicator. The patient was subsequently issued a wireless adapter which resolved the communicator data transmission issue. Review of the patients implantable device data indicates there was a single high out of range shock impedance measurement greater than 200 ohms. This is the likely cause of the observed red call doctor icon. The current shock impedance measurements were observed to be in the 30 ohms range, which is within specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported.